Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 151, 127 and 169 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 105 mg/dl. Customer was using correct testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:151 mg/dl date: (B)(6) 2018 time:10:14am fasting; result 2:127 mg/dl date: (B)(6) 2018 time:10:03am fasting; result 3:108 mg/dl date: (B)(6) 2018 time:10:11pm fasting; result 4:104 mg/dl date: (B)(6) 2018 time:10:02pm fasting; result 5:169 mg/dl date: (B)(6) 2018 time:12:03pm fasting.